Event description:
The hospital reported that during the procedure the vasoview hemopro 2 failed to supply power. The pre-cautery test performed and passed. The power supply setting was 3. A new device was opened. The procedure was completed without incident, with no impact on the patient. There were no delays reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. Corrected sections: e2. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.